Event description:
This is filed to report chordal entanglement and mitraclip deployment for delivery system removal. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade 4. The mitraclip delivery system advanced without a device issue. Once under the valve, the operator steered under the valve and the mitraclip became stuck on chordae. Standard troubleshooting was performed, however, the mitraclip was unable to be freed. With chordae remaining stuck, the mitraclip captured the intended leaflets, without further issues. The mitraclip was deployed at the intended area, with some chordae remaining, reducing the mr to grade 1. There was no tissue injury observed. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip g4 system instructions for use states ¿warning: do not make substantial clip arm orientation adjustment in the lv (left ventricle). Clip entanglement in chordae may result in cardiac injury and worsening mitral regurgitation; and may result in difficulty or inability to remove the clip and conversion to surgical intervention. In this case, it was reported that the user rotated the clip below the valve (in the lv), which contributed to the reported issues. Based on available information, the reported improper or incorrect procedure or method is due to the user error of making substantial clip arm adjustments below the valve. The reported clip caught on the chordae is a cascading event of the improper or incorrect procedure or method. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.